Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced deep vein thrombosis and an occlusive superficial thrombus of the right cephalic vein. The patient was in stable condition.

Manufacturer narrative:
No product was returned. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information received that repeat venous ultrasound of upper and lower extremities (B)(6) 2025 per high risk tx team - no dvt, mild residual chronic nonocclusive bilateral ij dvt, mild residual chronic occlusive right cephalic superficial venous thrombus.